Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The reported events of intermittent capture, device dislodged or dislocated, and failure to connect were not confirmed. Visual inspection noticed the helix was stretched out of specification. The helix elongation is consistent with having occurred during the implant procedure caused by the end-user. Additional inspection of the device docking button diameter was found to be within specification. Electrical and mechanical analysis performed indicated normal functionality. Further evaluation of the output signal confirmed all pacing parameters were within normal range. Review of device history record (DHR) indicates that each manufacturing and inspection operation was performed, and the device passed all tests prior to its distribution. Longevity assessment was performed, and device was in normal range of operation with appropriate remaining longevity.

Event description:
During an implant of a ventricular leadless pacemaker (vlp) on (B)(6) 2026, it was reported that there was intermittent capture post fixation on the vlp. Fluoroscopy revealed the vlp was rotating approximately ninety degrees with each heartbeat indicating a possible micro-dislodgement. The vlp dislodged entirely and embolized to the right ventricle upon an attempt to retrieve the device and reposition it. A second attempt was made to retrieve the vlp, but the physician experienced difficulties with the connection mechanism and the vlp embolized further into the coronary sinus (cs). A third unsuccessful attempt was made to retrieve the vlp in the cs. The physician then used an electrophysiology (ep) catheter and cs sheath which proved successful in retrieving the vlp. The vlp was not used and replaced. The patient was stable throughout the procedure.